Event description:
It was observed during the device evaluation, the duodenovideoscope had foreign material in the nozzle and a peeled adhesive around the light guide lens and objective lens. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the cause of the malfunction foreign material in the nozzle could not be established. While the cause of the malfunction peeled adhesive at light guide lens and objective lens was traced to be a component failure like fracture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.